Event description:
The facility reported tubing leaked from the male luer lock adapter during chemo therapy treatment. Chemo was noticed on the floor and a chemo spill kit was used for clean up. Although attempts were made by baxter's quality management to obtain more information, no details were available regarding patient demographics. The hospital representative states no injury or medical intervention to patient or staff.